Manufacturer narrative:
The boston scientific technical services department advised that the delivery of shock therapy through a shorted lead would likely compromise the device, and recommended that both the device and lead be replaced. Subsequently, the device was explanted and replaced with a competitive product. It was noted during explant, that the device was unable to be interrogated. The device has since been returned for analysis. This event will be updated as additional information becomes available. Analysis of this device was performed at our post market quality assurance laboratory. An initial inspection of the device found that it had no telemetry, and that the device case was swollen. Visual inspection also noted that the v tip seal plug was missing and the df+ seal plug was torn loose. The device case was then opened, and an external power supply was connected to the device. Individual components of the device were isolated and tested. All capacitors were found to be functioning within specification. However, further detailed analysis found damage to the device's integrated circuit. This damage was consistent with shock delivery into a shorted lead condition. This event will be updated as additional information becomes available.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were exhibiting a gradual drop in pacing impedance from 632 ohms to 345 ohms, and a drop in shock impedance from 57 ohms to 28 ohms. It is suspected that the rv lead insulation may be breached, as some noise has been reported, which led to several inappropriate shocks. Additional information indicates that a shock impedance measurement of 19 ohms, and a subsequent fault corresponding to shock delivery through a shorted lead, has occurred. No adverse patient effects have been reported as a result of these observations.